Event description:
It was reported to boston scientific corporation that during unpacking on (B)(6) 2013, a compromised sterile package barrier was noted. During unpacking of a percuflex plus ureteral stent, a rip was found on the package and loss of sterilization was suspected. There was no patient involved.

Manufacturer narrative:
A visual analysis of the returned device revealed that the pouch is torn on the top left side. The torn area is approximately 3 cm. The unit returned presented the pouch was broken, as part of overall visual revision. The complaint was confirmed. Moreover, the device presented marks of a sharp object that was pressed over the pouch at the ripped area which is an evidence of manipulation. The device history record was reviewed and no deviations were found. Moreover the units are 100% inspected to avoid any failure that could affect the sterile barrier. No other complaints have been reported for this failure. Based on all gathered information the most probable cause for this complaint is considered handling damage.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during unpacking on (B)(6) 2013, a compromised sterile package barrier was noted. During unpacking of a percuflex plus ureteral stent, a rip was found on the package and loss of sterilization was suspected. There was no patient involved.